Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device the nose cone and laser etching was worn off which was consistent with normal wear over time due to sterilizing process and the tip was drilled and bent which is consistent with excessive side load when using the device causing the tip to be drilled. Therefore, the reported condition was confirmed. A review of the device history record was performed and no non-conformances were detected related to the reported condition. The assignable root causes was determined to be due to wear from normal use and servicing over time and improper device use. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the tip of the craniotome device was damaged. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.